Manufacturer narrative:
Section g2 of the initial report indicated that the customer was the initial reporter. Based on the clarification received, the representative of ascensia's distributor reported the event. Section b5, e1 and g2 have been updated.

Event description:
An ascensia distributor representative from egypt reported that the customer obtained the contour ts test strips with the lot # printed as 0em3f40c and expiration date printed as nov-2022. Another box of test strips with the same invalid lot # had an expiration date printed as mar-2023, while the vial inside the carton showed the lot # printed as 0em3f05b (valid lot) and expiration date printed as mar-2023. It has been discovered that the lot # 0em3f40c printed on the box of the test strips is invalid. Ascensia produced similar test strips which has a valid lot # as 0em3f05b with the correct expiration date of may-2022. There was no allegation of an adverse event.

Manufacturer narrative:
The customer returned the suspected contour ts test strips for evaluation. The first vial was from lot#: 0em3f40c with the expiration date printed as mar-2023. The second vial was from lot#: 0em3f05b with expiration date as mar-2023. The vials have the lot# printed as 0em3f04 and 0am3f04 respectively at the bottom of the vial. It was verified that the lot # on the vial and the box of test strips was invalid, while the lot# indicated at the bottom of the vial was valid. The valid lot#s 0em3f04c has the correct expiration date of may-2022, while the valid lot#: 0am3f04b has the correct expiration date of jan-2022 which were manufactured for india. The issue occurred outside manufacturer's control.

Manufacturer narrative:
Based on the information provided by the customer, it was verified that the label on the contour ts test strips carton and bottle showed invalid lot # and incorrect expiration date. Ascensia will further investigate the issue. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initials, age, gender, and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from egypt reported that they obtained the contour ts test strips with the lot # printed as 0em3f40c and expiration date printed as nov-2022. Another box of test strips with the same invalid lot # had an expiration date printed as mar-2023, while the vial inside the carton showed the lot # printed as 0em3f05b (valid lot) and expiration date printed as mar-2023. It has been discovered that the lot # 0em3f40c printed on the box of the test strips is invalid. Ascensia produced similar test strips which has a valid lot # as 0em3f05b with the correct expiration date of may-2022. There was no allegation of an adverse event.